Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp), the pressure hose fitting end cracked and broke during removal while replacing the scroll compressor. There was no patient involvement reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the pressure tube assembly (0004-00-0093). Pm was completed. All calibration, functional, and safety checks passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial MDR report (B)(4) mfg report #: 2249723-2023-00446 was submitted containing an incorrect ¿date received by manufacturer¿.

Event description:
N/a.